Manufacturer narrative:
Additional information was received that the patient's symptoms were not device or procedure related.

Event description:
A report was received that the patient was feeling sick and anxious. The patient had an early lead pull and medication was given.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was feeling sick and anxious. The patient had an early lead pull and medication was given.